Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, generator interface board, and software were installed during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the unit was not responding and would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.